Event description:
It was reported that the 9800 system had no image during a case. No patient injury ws reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended, and put back into service.